Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) at maximum output shortly after implant of new pacemaker. Another rv lead was successfully placed. It was noted that there was no pacing inhibition. This lead had been placed in the rv apex which was considered to be off-label use at the physician's discretion. As of today, this product has not been received by boston scientific for further analysis.